Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve moved from the targeted location. The valve was attached to the delivery catheter system when it moved forward into the left ventricular outflow tract. The implanting team was unable to successfully pull the valve back into the desired position. It was left implanted at a depth of approximately 15mm. An echocardiogram showed moderate to severe paravalvular leak (pvl) after the valve was implanted. A second valve was successfully implanted. The cause for the forward movement of the first valve is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels and the compliance of the native anatomy. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The paravalvular leak most likely was due to sub optimal position as the valve was implanted at a reported depth of approximately 15 mm. Optimal placement of the bioprosthesis, per the instructions for use, would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.